Event description:
Reportedly, on (B)(6) 2019, the patient was admitted to the hospital in emergency. Pacemaker interrogation revealed high ventricular lead impedance (superior to 3000 ohms) and a change from bipolar to unipolar configuration. No anomaly was observed with x-rays. However, the connector pin of the ventricular lead was less protruded than the one of the atrial lead. A loose pin was therefore suspected. On (B)(6) 2019, a re-intervention was performed. When the ventricular lead was pulled, it was easily removed from the pacemaker. A loose pin was considered to be the cause of the observations. However, measurement with an analyzer showed abnormally high ventricular lead impedance (over 3000 ohms). The physician changed the positioning of the lead and performed measurement before screwing the lead 4 times but high ventricular lead impedance was still observed. A new ventricular lead was implanted with better threshold and impedance.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190521 - file-2019-00769 - analysis_and_closure_report_resp-2019-00733.pdf].

Event description:
Reportedly, on (B)(6) 2019, the patient was admitted to the hospital in emergency. Pacemaker interrogation revealed high ventricular lead impedance (superior to 3000 ohms) and a change from bipolar to unipolar configuration. No anomaly was observed with x-rays. However, the connector pin of the ventricular lead was less protruded than the one of the atrial lead. A loose pin was therefore suspected. On (B)(6) 2019, a re-intervention was performed. When the ventricular lead was pulled, it was easily removed from the pacemaker. A loose pin was considered to be the cause of the observations. However, measurement with an analyzer showed abnormally high ventricular lead impedance (over 3000 ohms). The physician changed the positioning of the lead and performed measurement before screwing the lead 4 times but high ventricular lead impedance was still observed. A new ventricular lead was implanted with better threshold and impedance.

Manufacturer narrative:
(Sequence of events), (awareness date) corrected. Preliminary analysis of the associated returned lead did not reveal any anomaly that could be linked with the reported event.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the patient was admitted to the hospital in emergency. Pacemaker interrogation revealed high ventricular lead impedance (superior to 3000 ohms) and a change from bipolar to unipolar configuration. No anomaly was observed with x-rays. However, the connector pin of the ventricular lead was less protruded than the one of the atrial lead. A loose pin was therefore suspected. On (B)(6) 2019, a re-intervention was pacemaker. When the ventricular lead was pulled, it was easily removed from the pacemaker. A loose pin was considered to be the cause of the observations. However, measurement with an analyzer showed abnormally high ventricular lead impedance (over 3000 ohms). The physician changed the positioning of the lead and performed measurement before screwing the lead 4 times but high ventricular lead impedance was still observed. A new ventricular lead was implanted with better threshold and impedance.